Event description:
Trauma pt was being ventilated during CT scanning when therapist noted that peak inspiratory pressures were approx 52 cm h2o and were not returning to ambient. The pt was hand ventilated until the problem was isolated to the filter. Resistance was found to be 4.45 psi @ 1l/sec flow, translating into in excess of 20 cm h2o of positive end expiratory pressure. The pt suffered no irreversible sequelae.